Event description:
The customer reported that there was no sound (audio) coming from the monitor's speaker. No adverse pt impact reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no sound (audio) coming from the monitor's speaker. No adverse pt impact reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.